Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the customer reported complaint. The fse then spoke with the operating room (or) equipment technician (et) who was supporting the case at the time and confirmed the site was using the 12mm cannula and sealer without the reducer. Fse was then able to replicate the issue. The fse advised the sales representative to provide further training to the site to resolve the issue. The complaint was confirmed based on field evaluation. The probable root cause is due to unintended use error as the site was not using the reducer. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, guided tool change did not display as expected during an instrument change. The customer contacted technical support after completion of the procedure to report the issue. The customer noted that the guide's pathway appeared in an orientation different from what was anticipated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: field service engineer (fse) states that occasionally, the customer go to do a guided tool change (gtc) it goes beyond the path. The gtc makes micro adjustments as the instrument is being inserted. Fse attempted to replicate and has not been able to. Fse instructed the staff that too much force can cause the path to freeze up instead of making the micro adjustments that is intended. The site stated too much force may be the cause, but has not been confirmed. This issue has occurred across 4 of their systems. No harm has come to any patients. Follow up call with the robotics coordinator clarified the issue further. When the assistant puts the instrument in, the instrument is to the right of the guided path at times. The instrument is still touching the path. But the left most part of the instrument is touching the right most part of the pathway. No harm has occurred to any patients.